Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited a pace impedance measurement of greater than 2,000 ohms, resulting in a lead safety switch. There was noise and oversensing observed however, no pacing inhibition. A previous signal artifact monitoring (sam) episode was observed, resulting in the minute ventilation (mv) feature being disabled. Boston scientific technical services discussed programming options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited a pace impedance measurement of greater than 2,000 ohms, resulting in a lead safety switch. There was noise and oversensing observed however, no pacing inhibition. A previous signal artifact monitoring (sam) episode was observed, resulting in the minute ventilation (mv) feature being disabled. Boston scientific technical services discussed programming options. The device remains in service. No adverse patient effects were reported.